Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 229 mg/dl, 90 mg/dl, and 103 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
In using an affected test strip related to an on-going field action for abbotts precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.